Event description:
Xi davinci handheld camera not working. It was plugged into machine, but picture did not come up. It registered a recoverable fault. After pressing recover fault button, the picture still did not come up. The camera was removed and replugged in. There was another recoverable fault. The fault button was recovered, but still only color bars were showing and no picture actually showed. Another handheld camera was opened and plugged in with no issues.